Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was previously returned to pentax medical from a customer on 02/may/2019 and inspection of the unit was performed on 03/may/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection; leak at biopsy channel (large/ primary) distal side; fluid invasion in segment section; air/ water socket cylinder o-ring chipped; insertion tube markings severe discoloration at stage 2; insertion tube markings severe discoloration at stage 1; failed dry leak test; prism cracked; failed wet leak test; leak at left/right brake; right/ left brake knob cracked; fluid invasion not observed in pve connector; umbilical cable single buckled under pve root brace; fluid invasion to insertion tube; suction function not performed unit compromised; customer complaint confirmed; fluid invasion not observed in control body; operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to user upon completion. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; objective prism assy; operation channel; adjusting collar; bending rubber; segment attaching screw; distal case attaching screw; insertion flexible tube; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; rl lock knob; rl pulley assy; ud pulley assy; deflector body link; distal case/cap; o-ring (0.5x1.3).